Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for a while with some issues other than diabetes. The caller stated that the transmitter was lost and requested assistance in getting a new transmitter. The customer mentioned that the day before the call he had a low glucose level of 19mg/dl while staying in the hospital. No further information was provided.